Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. A review of the memory noted that the power consumption of the device had increased and decreased intermittently. The device was then exposed to simulated heart load conditions; the pacing and sensing functions were tested. The measurements were outside of normal limits, indicating an anomaly. The device case was then opened. High power visual inspection of the internal circuitry identified foreign material in contact with the internal capacitors. Detailed analysis revealed that the foreign material was causing a high current drain, resulting in the clinical observations.

Event description:
Although the rv lead could not be returned, the device was returned for laboratory analysis.

Event description:
Boston scientific received information that this device reached end of life (eol) sooner than expected. Additionally, there was a lead safety switch (lss) showing for low out-of-range (oor) pacing impedances of less than 200 ohms on both the right atrial (ra) lead and right ventricular (rv) lead. The rv lead also exhibited loss of capture (loc). Boston scientific technical services (ts) was consulted regarding the rapid battery decline, they suggested there was a large current draw and the device should be replaced immediately. The rv lead was surgically abandoned and replaced along with the device. The ra lead remains implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.